Event description:
During a open cox maze IV through a sternotomy, the surgeon stated that he had a slight hole (not perforation) on one of the left superior pulmonary vein. The surgeon repaired the hole with suture. Upon discussion with the surgeon, the sales representative stated that the surgical team determined that this hole was possibly due to retraction, relating to tissue impairment of the 3 pervious procedures performed on the pt. There was no pt consequence.

Manufacturer narrative:
Information of this event was reported to the co by a field personnel. No further info has been provided at this time by the account. Evaluation summary - the device involved in the event was returned and evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality. There were no issues noted for the functionality of the device. The device history record was reviewed, and no anomalies were noted.